Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and there was a connector pin observation. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent and compressed. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the lead was returned with the helix fully retracted and tissue/blood visible in it. The tissue/blood was removed and the helix was noted to be bent and compressed out of specification. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise suggesting a lead failure. The rv lead was expl anted and replaced. No patient complications have been reported as a result of this event.